Event description:
The staff was changing the liquid chemicals in the oer-pro machine. The bottom of the bottle would not fit into the tray. The staff member took a syringe and punctured the bottle to relieve pressure and cause the bottle to deflate. The bottle "exploded" onto the face and arms of the staff member. The staff was not wearing ppe and sustained a chemical burn. Used the eyewash station for ten minutes and yes eyes were still irritated and saw white spots. The staff member was treated at the hospital the day of the event and have had several trips to the eye doctor. No sustained damage.